Event description:
MFR's pt services received notice of impending prophylactic explant of device system due to notice sent by MFR of product issue. Questions re letter were explained. Device explanted in 2001. No device returned for analysis.